Event description:
It was reported that the patient presented in clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch. As a resolution the ra lead was capped and replaced on (B)(6) 2025. The patient condition was stable.